Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the tubing to the active exhalation control module was found to be kinked. The tubing was re-routed to address the issue. The ventilator was last serviced by the manufacturer on 08/20/2015 at which time it passed all testing.